Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the front therapy electrode. Patient described open bumps. Spouse applied the defib gel to the rash. Distributor educated on the use of the gel. There was no alleged device malfunction contributing to the irritation. Patient reported that her spouse is a doctor and used neosporin and another cream on the rash. Follow up indicated that the cream is helping with the skin irritation.